Manufacturer narrative:
Section b2, g3, h6 (patient code): correction. Manufacturing analysis conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system, could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. The heartmate 3 lvas instruction for use (IFU) lists other neurological events (not stroke-related) and driveline infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook provide care instructions for preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient experienced confusion and disorientation, unplugging the lvad incorrectly. The patient was brought into the emergency room for examination. A head CT was negative for acute changes. Blood and urine cultures were negative. The site communicated the subject was being treated for a chronic driveline infection. There was no acute change in infection. The subject was admitted for a 24 hour observation due to mental status change. It was noted by the altered mental status could be due to polypharmacy. The patient is currently taking norco, scopapline and promethazine. The patient also experienced hypotension, which may have contributed to the confusion. Plan to re-evaluated anti-hypertensive medications. No further information was reported.